Event description:
It was reported that during an unrelated procedure, insulation damage was noted on the atrial lead. Electrical values were in range. The lead was explanted and replaced at that time. The patient was in good condition during the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found an insulation abrasion at 11.5 cm to 12 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device.